Event description:
On (B)(6) 2004, the patient underwent a primary left knee arthroplasty due to osteoarthritis. There were no indicated intra-operative complications. On (B)(6) 2020, the patient presented for a left knee evaluation due to pain, discomfort, and difficulty walking. During the exam the physician noted left knee stiffness. X-ray imaging revealed either a spun bearing or a worn out bearing on the left. The imaging also showed the femur subluxed laterally and anteriorly on the cross table lateral view and the patella tilts medially significantly. It was noted during the exam on (B)(6) 2020, the patient stated that he drank too much before his knee started feeling bad, either fell or passed out, and spent probably a number of weeks in the hospital and then four or six weeks in rehab. Since then, the patient had not been able to walk on his left knee, painful, and the patient thought that the knee was shifting or the patella was shifting. On (B)(6) 2020, the patient's left knee was revised to address the polyethylene wear and related issues. The tibial insert and the femur components were both revised.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Patient code: no code available (3191) is used to capture device revision or replacement. Removed code for absence of treatment. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system.

Event description:
Primary operative notes dated (B)(6) 2004 indicated that the patient received a left total knee replacement due to end stage osteoarthritis. The surgery was completed without indication of complication by the surgeon. Revision operative notes dated (B)(6) 2020 indicated that the patient received a left total knee revision due to polyethylene insert wear with insert spinout medial patellar tilt and flexion instability. Upon entering the joint, mild synovitis was encountered. The femoral component and insert were revised. The surgery was completed without indication of complication by the surgeon. Revision operative notes dated (B)(6) 2020 indicated that the patient received a left total knee revision due to extensor mechanism rupture, significant medial tilt of the patella and flexion instability. Upon entering the joint, mild synovitis and flexion contracture was encountered. The surgery was completed without indication of complication by the surgeon. Revision operative notes dated (B)(6) 2020 indicated that the patient received a left total knee revision of the tibial insert due to acute sepsis, deep joint post-operative infection. Upon entering the joint, gross puss was encountered, removed and the joint was irrigated. The surgery was completed without indication of complication by the surgeon. Operative notes dated (B)(6) 2021 indicated that the patient received a left total knee surgical irrigation and debridement with wound closure due to wound dehiscence and continued infection. Upon entering the wound, necrotic tissue was excised, and a thorough irrigation was done. No implants were revised. The surgery was completed without indication of complication by the surgeon.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical adverse event received for spun bearing or worn out bearing: abnormal radiographic evaluation - medial and posterior subluxation of the tibia from the femur event is serious and is considered severe. Event is definitely related to device and is definitely not related to procedure. Date of implantation: (B)(6) 2004. Date of event (onset): (B)(6) 2020. (Left knee). Treatment: hospitalized, awaiting revision of the tibial insert.